Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was faulty capacitor. The hospital resolved the issue by replacing the capacitor themselves, and the device is now fully functional.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
Phone number: +86()75527803309.